Manufacturer narrative:
The sample probe and gear pump head were replaced on (B)(6) 2022. The sample probes, cuvette rinse station, and detergent consumption were checked. (B)(6).

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. The results measured on the c513 analyzer were reported outside of the laboratory and were higher than results measured on competitor systems. The hba1c reagent lot number was 562178. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced a sample probe and adjusted the reagent probes. The wash station tubes were changed. The cuvette filling volume was adjusted. The reagent packs were calibrated. An instrument check was performed and was within expectations. The field application specialist performed a comparison study with another c513 analyzer at a different site and the results were acceptable. The investigation determined the service actions resolved the issue.